Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. Visual evaluation of the actual sample as well as the retention sample from the reported lot and the surrounding lots was conducted. On the actual sample, the guidewire was noted to be damaged in areas and the tip of the wire was missing the over-coil from the core wire. Evaluation of the retention sample of the involved product code/lot number as well as the surrounding lots confirmed there were no visual defects. A review of the device history record for the reported part/lot combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The exact cause cannot be definitively determined based on the available information, and there is no evidence that this event was related to a device defect or malfunction. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Event description:
The user facility reported that the wire frayed during a procedure. Follow-up communication from the user facility reported the following information: the user inserted the needle and gained access; the wire was then inserted, but would not advance; upon removing the wire it became stuck in the end of the needle; the needle and wire were pulled out together; access was lost; and the wire was very frayed.